Manufacturer narrative:
On 8/15/2019, mentor became aware that the date of explantation is (B)(6) 2019. Hence, field explantation date has been updated. (Is required intervention), has been checked. Per information received, patient is upgrading from gel to xtra implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient suffered right side rupture (no capsular contracture on the right) and left capsular contracture; baker grade iii. The replacement devices used on (B)(6) 2019 were 490cc shpx; serial number (B)(4) on the right side and 490cc shpx; serial number (B)(4) on the left side. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the sample, it was found to be ruptured. Additionally, a crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on the right side and with and with 375cc mentor memorygel breast implant on the left side. Now this patient was presented with right side breast implant rupture with capsular contracture; baker grade unknown and left side capsular contracture; baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.